Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing pain, discomfort/soreness/pinchi ng/ache/pressure, and a return of their baseline symptoms of urge incontinence and urgency frequency. The manufacturing representative (rep) stated that they had spoke with the patient via telephone at the request of the physician's office. The patient stated that they had let several issues accumulate before reaching out to anyone for assistant. They sated that over the last week they had a burning sensation at their sacrum as well as at their battery pocket. They also went on to say that over the last three months, starting in or around august 2023, they experienced a loss of efficacy and a return of urinary urge incontinence. The rep offered to see the patient and interrogate the implant on (B)(6) 2023. They declined all three offers of meeting and having the device interrogated at their urologist's office. The rep inquired about any falls or accidents that would have precipitated their loss of efficacy or the burning pain they were experiencing at the sacrum and battery pocket site. The patient denied any events. The rep gave the patient their cell number and an option of meeting to interrogate the implant in the future should they change their mind. Additional information was received from a manufacturer representative (rep) on 2023-nov-21. When asked what the cause of the burning sensation was they stated that it had not been determined and was unknown. When asked what steps would be taken to resolve the issue they stated that it was unknown what would be done as the patient would not be going back to their implanting urologist and at this point didn't want to meet with a local representative either. It was unknown if the issue had been resolved.